Event description:
It was reported that shortly following the implant procedure, this right ventricular (rv) lead exhibited loss of capture. The physician elected to surgically reposition the rv lead to resolve the event and no additional adverse effects were reported. The lead remains implanted and in-service.